Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 425 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER six hours later with the issue resolved and no permanent damage. Reportedly, the customer used a bad batch of insulin. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, customer continued using pump for insulin therapy.